Event description:
Device malfunction: none. Symptoms/ae: infection/hospitalization. Time of symptoms/ae: post vessel closure. It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, three weeks post procedure, the pt returned to the emergency room with soreness and redness on the groin at the puncture site, and was given medications for treatment. In 2009, surgical debridement was performed to the infection site. The pt was kept overnight for observation, and given antibiotics upon discharge. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.